Event description:
It was reported that probably insulin was leaking and strong smell of insulin was noticed. It was also reported that recurring air bubbles pass the o-rings occurred during the filling process. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.